Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a leak. It was reported that three to four patients required re-intubation due to leaks and the device was leaking at the seal located at the bottom of the cuff. The reporter stated that the timeframe prior to noticing the leak was 24 hours before first re-intubation, then five to six hours later the second tube had faulty cuff causing them to re-intubate a second time. It was reported that several patients in the ICU where they had to be remove or replace the ett¿s (endotracheal tubes) with the same issue. It was reported that patient needed to be re-intubated twice and a lubricant gel was used to lube the tube before re-intubation. The customer indicated that patient was re-intubated twice. [Hartma2 (B)(6) 2018] according to the reporter, the unit had a leak. It was reported that the device was leaking at the seal located at the bottom of the cuff. It was reported that patient needed to be re-intubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.